Event description:
Pt called into the pharmacy spontaneously to report pump malfunction high pressure, unable to troubleshoot. Patient was able to use backup pump with no malfunction. Pharmacy will replace pump. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. The actual device is available to be returned for investigation. We replaced the device. Reported to (B)(6) by pt/caregiver. Strength: 1.5mg, dose or amount: 44ng/kg/min; frequency: continuous; route: IV; dates of use : from (B)(6) 2017 to current; diagnosis or reason for use: pah.